Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. Reportedly a small portion of the pocket incision did not close following the initial implant. The physician attempted to clean and wash the incision and the patient was treated with antibiotics. However, an infection developed. There were no additional adverse effects reported. The pacemaker was explanted.